Event description:
Caller reported that pump's quick bolus and wake button was difficult to press and required multiple presses to activate the pump screen, an issue present since june 2022. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller on proper pressing technique, confirmed the difficulties, and initiated a pump replacement as the unit was under warranty. The caller was advised on backup therapy using multiple daily injections (mdi) to ensure insulin delivery, and the procedure for returning the current pump to avoid charges. Instructions for programming the replacement pump and connecting their continuous glucose monitor were provided and acknowledged by the caller. The replacement pump was sent without a delivery signature requirement.